Event description:
The customer reported to beckman coulter (bec) that there was a lyse leak of approximately 5 ml from the coulter act-diff analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and indicated that he was unable to observe reported problem. The fse observed empty lyse reagent container and disconnected tubing from top of lyse pickup assembly. The fse replaced tubing connection at top of lyse pickup assembly and verified system performance. Failure mode was related to disconnect lytic reagent tubing at the pickup assembly. (B)(4).